Event description:
While attempting to perform ablation with the thermachoice ii loaner unit, the unit indicated overheat alarm and instructed to remove the balloon. New disposable opened and primed and procedure restarted. Unit performed approximately for 4 minutes 23 seconds, then again overheated. Unit was then turned off, restarted and treatment resumed for the remaining 3 minutes and 37 seconds. Unit turned off and disposable removed. During procedure, ethicon tech support was contacted and remained on the phone. Tech instructed staff to bag original disposable and save for return to the company.